Event description:
On (B)(6) 2008, the patient reported that he is having issues with the adhesive of his infusion sets sticking to his skin. He stated that there is a small triangle wedge on the outer side of the adhesive where the backing overlaps that is not sticky. He stated that if water or perspiration gets under this section, the infusion set dislodges. He stated that he uses tegaderm under the infusion site but not on top of it because it compresses the site too much. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.